Manufacturer narrative:
A correction supplemental report is being submitted as the desc event problem, codes an h11 were revised. Additional product: d1: heartware ventricular assist system ¿controller d4: model #: / catalog #:/ expiration date: /serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a controller exchanged with unknown reasons and also the review of log file data revealed history of a motor start events with parameters outside of the typical range of 39 watts. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (unknown serial number) were not returned for evaluation as the vad remains implanted, and the location of the controller is unknown. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. A review of the device history record was not performed for the controller as the serial number was unknown. No performance allegations were made against (B)(6) and the controller with an unknown serial number. Review of log files associated with the controller (unknown serial number) could not be conducted since log files were not available for analysis. Log file analysis associated with (B)(6) revealed ten (10) low flow alarms logged since (B)(6) 2022. This is an additional finding, not related to the reported event. Furthermore, seven (7) vad disconnect alarms were logged on (B)(6) 2022 at 06:43:43, 06:44:29, 06:44:50, 06:45:10, 06:45:31, 06:45:51, 06:46:11, indicating that the controller was powered up without the driveline connected during initial setup. Additionally, one (1) motor start event was recorded on (B)(6) 2022 at 06:46:40, in which motor start parameters were atypical. As a result, the reported atypical motor start event was confirmed. The reported controller exchange due to unknown reasons was not confirmed due to insufficient information, and a possible root cause could not be determined. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms associated can be attributed to a physical disconnection of the drivelin e cable during the initial setup of the controller. Based on review of risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: unknown h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed history of a motor start events with parameters outside of the typical range. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.